Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button is reportedly sticking when pressed. The pt claimed the button has to be pressed hard and multiple times for a response. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.